Event description:
It was reported that the patient was having difficulty linking the remote control with the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.